Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due diabetes ketoacidosis and high glucose over 600mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. It was stated that the customer's glucose was treated with the insulin pump, but his glucose level did not drop. The programming, time, and date were correct. It was stated that the infusion set was not changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. It was stated that the customer was not concerned about the insulin pump, and requested info on the newest products. No further info was provided.